Manufacturer narrative:
The 3080sp surgical table subject of the reported event is approximately 30 years old and is not under a steris service contract for maintenance activities; the user facility is responsible for all maintenance activities. Following the reported event, a steris service technician arrived onsite to inspect the table. User facility personnel stated that as they were removing the subject table from the room, the motor stopped running when the table went over a threshold bump. The technician inspected the table and found "sticky residue" on the override floor lock switch. The "sticky residue" was not allowing the override floor lock switch to release properly when commanded subsequently causing the reported event to occur. The technician ordered a new ac plate assembly which contains the override floor lock switch; the user facility elected to install and complete the service activity. The technician counseled user facility personnel on the importance of following a preventative maintenance program for their 3080sp surgical table. The preventative maintenance check list states, "operate manual floor lock override switch to verify that table will unlock. Continue with power to fully unlock the table." "Verify override operation." No additional issues have been reported. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance; therefore, UDI is not applicable and was not included in the MDR.

Event description:
The user facility reported that during a patient procedure user facility personnel commanded their 3080sp surgical table floor locks to lock. Following the command, user facility personnel could hear the table motor continuously running. The patient was transferred to another surgical table and the procedure was completed successfully. No report of injury.